Event description:
It was reported, the patient had submucosa fibroids. It was noted surgical treatment occurred on 2014 (B)(6) for a polyp resection and endometrial ablation. It was noted at the patient¿s annual obgyn exam, uterine polyps and menorrhagia were noted which resulted in the surgical treatment. It was noted the patient resolved without sequelae on the day of surgery.

Manufacturer narrative:
Product ID 3889-28, lot# v667643, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v667643, implanted: 2011 (B)(6); product type lead (B)(4).